Event description:
A customer reported that the footswitch side switch was not working to advance steps during a cataract with iol (intraocular lens) implant procedure. A significant delay was reported, but the length of delay is unknown. The impact to the patient is also unknown. Additional information has been requested.

Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The customer will call back if the footswitch replacement is needed. The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown. (B)(4).